Event description:
The patient was undergoing an embolization procedure and the physician was not able to deliver the coil through the catheter. The coil did not fit.

Manufacturer narrative:
Conclusions: the device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.